Event description:
After the PICC dressing was changed the needleless end caps were being changed, the prevantics-(chlorhexidine gluconate and isopropyl alcohol swab was open and the swab was discolored. They come in a set of 2. Open the other end of the package and it was not discolored. Open a second set and again the swab was discolored but not as bad. Again the other swab on the end of the package looked fine. None of these were used on the patient. Had gotten the swab from a new box in the storage room, approximately in the middle of the box. All other swabs used were not discolored. Manufacturer response for chlorhexidine gluconate and alcohol swabs, prevantics (per site reporter): talked to quality. She is sending me instructions to send back in an email and also will send me the follow up investigation letter.